Manufacturer narrative:
This device was used for diagnosis, not treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Placeholder.

Event description:
Patient treated for back pain with prodisc-l at l4-l5 anteriorly and synfix anteriorly at l5-s1 in (B)(6) 2008. Patient later implanted in (B)(6) 2009 posteriorly with click''x and n-hance at l4-s1. In (B)(6) 2011, patient's dog jumped up on him and patient heard a pop with subsequent back pain. X-rays taken in (B)(6) 2011 showed a broken click''x screw. The shaft of the screw broke in half inside the right l5 vertebral body. All hardware was removed, pdl, click''x and n-hance on (B)(6) 2012. Patient fused anteriorly at l5-s1 and the synfix implant was not removed. Patient re-instrumented at l4-s1, tlif with pedicle screws, xlif with nuvasive amd sperex pedicle screws. Maude adverse event report, report # mw5024115 was identified by post market surveillance. A copy of the report will be included in this report. This is report 3 of 6 reports for complaint (B)(4).